Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : promus element plus mr ous 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage as the stent struts in the first two proximal stent strut rows were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-jul-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric, target lesion with a bend of >=90 degrees was located in the mildly calcified distal left circumflex artery. A 2.25 x 28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was removed and used another stent with the support of guidezilla and completed the procedure. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.